Manufacturer narrative:
Device is a combination product. Device evaluation by manufacturer: a visual and microscopic examination of the device found the device was returned with proximal stent damage and hypotube kinks. Strut rows toward the proximal end of the stent were raised from the balloon and compressed longitudinally. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The outer diameter (od) of the proximal stent damage measured approximately 3.31 mm. The device was returned inside a merit guide catheter. The distal end of the guide catheter was kinked. The hypotube was kinked along its entire length. This type of damage is consistent with excessive force being applied to the delivery system. A product mandrel was inserted through the lumen with some resistance noted. Therefore the most probable root cause is user related. The dfu / product label states that the device is contraindicated for the treatment of heavily calcified lesions. However, the complaint states that the device was used to treat a severely calcified lesion. The dfu states that "if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and the guide catheter should be removed as a single unit. The dfu states "for pre-dilatation, use an appropriate sized balloon". However, the complaint states that the lesion was not pre-dilated. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. (B)(4).

Event description:
Reportable based on the product analysis completed on (B)(6) 2011. It was reported that during a coronary stenting treatment procedure, a no-cross occurred. Access was obtained through the radial. The 98% stenosed, de novo lesion was located in the severely calcified and severely tortuous left anterior descending artery. The 2.75mm x 32mm eccentric lesion had a significant bend greater than or equal to 90 degrees. The physician advanced the 2.75mm x 32mm taxus liberte stent delivery system to the lesion but could not cross. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was recorded as stable. However, the returned product analysis revealed that there was stent damage.